Event description:
It was reported that the user experienced a low glucose event with a sensor reading of 71 mg/dl after a usual meal, and they were advised to treat with fast-acting carbohydrates per standard hypoglycemia guidance. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose without need for medical intervention. Investigation included troubleshooting and education regarding management of low glucose and confirmation that treatment steps were understood. Investigation of this case revealed no device malfunction identified and no component-specific issues reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.